Manufacturer narrative:
(B)(4).

Event description:
It was reported that before a navio tka procedure, the machine gave an error "fps error - 40000000000". The system was shut down, they unplugged the ups, and restarted again as in the guidance, but the issue was not resolved. The procedure was changed to manual instruments with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system (turkey), product npfs02080, sn (B)(6) used in treatment was not made available to the designated complaint unit for evaluation thus, visual inspection and functional testing could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. This failure mode is identified in the risk profile. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure and there is a label warning to have a sterile manual tray available. A relationship between the reported event and the device could not be established as the product was not returned. Although the reported problem was not confirmed, a contributing factor may be a handpiece electrical component failure. Per complaint details from turkey, it was reported that during a navio tka procedure they received an ¿fps error - 40000000000". The system was shut down, they unplugged the ups, and restarted again as in the guidance, but the issue was not resolved. Based on the information provided, there was a small surgical delay of less than 30 minutes. Follow up notes state the event occurred before surgery had commenced, therefore the surgeon started with conventional manual instrumentation. No patient injury or impact was reported. Smith & nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the navio surgical system (turkey), product npfs02080, (B)(6) used in treatment was not made available to the designated complaint unit for evaluation thus, visual inspection and functional testing could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. This failure mode is identified in the risk profile. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure and there is a label warning to have a sterile manual tray available. A relationship between the reported event and the device could not be established as the product was not returned. Although the reported problem was not confirmed, a contributing factor may be a handpiece electrical component failure. Per complaint details from turkey, it was reported that during a navio tka procedure they received an ¿fps error - 40000000000". The system was shut down, they unplugged the ups, and restarted again as in the guidance, but the issue was not resolved. Based on the information provided, there was a small surgical delay of less than 30 minutes. Follow up notes state the event occurred before surgery had commenced, therefore the surgeon started with conventional manual instrumentation. No patient injury or impact was reported. Smith & nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.